Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is scratched and the customer cannot read the screen. It was also found that the up button does not work and the pump alarmed pump error. No further details given.

Manufacturer narrative:
Act, esc, b and up arrow buttons did not respond due to corroded keypad traces. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test and basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Unable to verify the flash crc is incorrect for factory stored information alarm due to button keypad anomaly.